Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced blood glucose fluctuations. The customer experienced a low blood glucose of 54 mg/dl as well as high blood glucose of 429 mg/dl and 439 mg/dl. No symptoms or treatments of the hypoglycemia and hyperglycemia were mentioned. During troubleshooting for the low blood glucose, no anomalies were noted. The caller also noted multiple no delivery alarms; however, during troubleshooting, the insulin pump was able to prime without incident. The insulin pump was not returned for analysis.